Manufacturer narrative:
The patient returned the lens worn at the time of the event for evaluation. Microscopic evaluation revealed unidentified deposits on the lens. Parameters measured met company standards for diameter, and did not meet company standards for base curve and center thickness. This product was returned opened and it is not known what external influences may have contributed to the unidentified deposits or out of specification parameters measurements. A review of the complaint handling system revealed there have been no other adverse events or deposit complaints reported for lot b00gmz9. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016 an eye care provider (ecp) called to report that a patient (pt) experienced issues with the acuvue oasys for astigmatism lenses. The ecp reported that "the pt was his/her cousin who sent the lenses and lives far away and that another ecp saw her." The ecp reported that the pts "eyes were bothered and notices cloudiness and a type of fungus in both eyes." On (B)(6) 2016 a call was placed to the pt and the additional information was obtained as follows: the pt reported that he/she "took lenses to account and was told substances on lenses was a lipid deposit." The pt reported that the he/she experienced discomfort while wearing the lenses with deposits." The discomfort was noted to be worse in the os. The pt reported that he/she went to the hospital and was advised that he/she "had a superficial os corneal ulcer." The pt reported that he/she was prescribed vigamox 1 drop every 4 hours for 7 days, a lubricant solution every hour for 10 days, and contact lens rest for 10-15 days. The pt reported that the os was feeling better and is continuing to use the medications. On (B)(6) 2016 the pt sent an e-mail that advised that the pt was cleared to return to contact lens wear and that the os corneal ulcer had resolved. The product has been requested for return, but it has not yet been received. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # b00gmz9 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.